Event description:
Reporter indicated that post-implant, the pt's pulse is thready and weak. The pt's blood pressure was reported to be 120/110. The pt reportedly has no pre-existing cardiac conditions and the implant surgery was uneventful. It was noted that the anesthesiologist did not use muscle relaxers before the surgeon began dissecting the carotid sheath during the implant procedure. The pt's device had not yet been programmed to on. It was later reported that the pt is now experiencing pain in the neck region, hoarseness, and tachycardia with heart rate around 110. Physician plans to see pt for f/u visit in one week and attributes the hoarseness to the endotracheal tube used for anesthesia during implant surgery. The pt was afebrile.